Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: without the actual product, an analysis cannot be conducted. Conclusion: a follow-up report will be filed when investigation has been completed.

Event description:
Fast flow (drug/diluent: 5fu, 3480mg), (fill volume:125ml) (flow rate: 5ml/hr). Patient noticed pump infused in 2 hours instead of 25 hours. Started infusion (B)(6) 2010 at 6 am. Finished infusing (B)(6) 2010 at 8 am. Per dfu: the nominal fill volume: 125ml; flow rate: 5ml/hr.